Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 49 mg/dl and other blood glucose were 55 mg/dl. Customer stated that low blood glucose starts off from 140 mg/dl 150 mg/dl or 160 mg/dl in the morning and it goes low to 42 mg/dl, 39 mg/dl and they had treated with food. Customer has been experiencing low blood glucose for about every day. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was over delivering. Customer stated blood glucose goes high before bed. The insulin pump will not be returned for analysis.